Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, a poly revision (upsized to a 13mm thickness from an 11mm) was performed ¿several years¿ post implantation due to dislocation. Per the complaint form the ¿knee continued to dislocate and the post on the insert was broken¿ and noted that no further information is available. Of note, ¿the surgeon elected to resurface the patella with a 35mm patella¿ during the insert revision/upsize procedure for the reported dislocations and is not indicative of any component malperformance but a known procedure usually due to disease progression. Without the requested clinical documentation definitive clinical factors which could have contributed to the reported event could not be concluded. The impact to the patient beyond the reported continued dislocations and subsequent poly revision with thicker insert and elected patella resurfacing cannot not be determined based on the limited information provided. No further medical assessment can be rendered at this time. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review and product prints review could not be performed. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. Additionally, for journey ii bcs, revealed in the description of system section that outcome data reported in some registries suggest that resurfacing the patella during primary tka should be considered since it may decrease the rate of revision, provided the patient¿s anatomical and clinical conditions allow. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. For journey bcs and journey ii bcs, our quality team performed a further analysis and concluded that similar events were identified, however, as the device specific identifiers were not provided we cannot relate this event to any prior actions initiated. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after tka surgery had been performed several years ago on an unknown date, the patient dislocated their knee continuously and it was noted that the post on the insert was broken. A revision surgery was performed on (B)(6) 2023 to address this adverse event and do a poly exchange. When removing the insert it was confirmed that the post was broken. A journey ii bsc 13 mm was inserted and the surgeon elected to resurface the patella with a 35 mm patella. Current health status of patient is unknown. No further information is available.